Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that the cusomer stated that during the use of this peripheral intravenous catheter the needle felt dull. No adverse patient effects were reported.